Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio-ID and zebra printer was failed. A field service engineer addressed issues with the zebra medication logistics management (mlm) printer was not printing labels and the biometric identifier (bio-ID) not working by remotely clearing the print queue, restarting the spooler service, deploying the lumidigm es 1.8 driver from remote support service (rss), and rebooting the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es peded92190 was not communicating. After rebooted, communication was restored; however, new issues appeared. The biometric identifier functioned intermittently worked at times and failed at others. Additionally, the zebra printer produced about 10 labels before shutting down. The machine had been rebooted multiple times, but the problems persist. However, there were no delays or adverse events or injuries reported based on this event.